Event description:
It was reported by the customer via emergency support program line, that the intra aortic balloon (iab) sensation plus 50cch had a gas loss alarm and difficult or unable to inflate iab. There were no patient harm or injury was reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID: (B)(4).

Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 no decon or visual inspection performed since product was not returned and could not be evaluated. Based on the description, the root cause of the event was prolonged placement of the iabp in standby for approximately 44 minutes, which exceeds recommended clinical use limits and increases the risk of thrombus formation, potentially leading to impaired balloon inflation and gas loss alarms. Together, the extended standby duration and delayed technical escalation contributed to the observed alarm and inability to safely reinflate the balloon, with no evidence of an inherent device malfunction or patient harm. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: e3, h6 (medical device problem code).